Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had image flickers and the screen went black. The issue occurred during preparation for use of a diagnostic otorhinolaryngoscopy procedure. The intended procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of image flickers and the screen went black was confirmed. Based on the results of the investigation, it is presumed that the event occurred due to cable failure inside the device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.